Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was inserted by the doctor and utilized by nursing staff (aspirated and flushed). It was leaking so nurse was called to look at the line. Upon inspection it was clear that the PICC had disappeared up the arm. A lineagram was done and it had split in two. Half had moved into the left pleural and half just below left subclavian. The line was removed and upon investigation the doctor confessed he did not attach the line properly when placing.